Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the ball bearings of the attachment device had fallen apart. Therefore, the reported condition that the device had bearing damage was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the ball bearings of the attachment device had fallen apart and the internal parts of the bearing were missing, a cutter device could not be inserted, the device was making excessive noise, there was component damage, and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for cutter insertion and lock operation. It was noted in the service order that there was bearing damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.